Manufacturer narrative:
It was reported that "port completely broke off and disconnected from the foley drainage tubing". Due to this, the foley catheter was replaced. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Port broke off foley catheter.